Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor near vision , the patient could see perfectly everything that is 2 meters away. Additionally, the patient is also having severe photophobia in the evenings, terribly hurt by car lights, making patient life difficult.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the symptoms were still ongoing and patient said the lights of cars were glaring have sort of rays around them. Patient get tired at home during cutting and reading. The eyes were pinching all day. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Patient indicated: I can still see perfectly if you are 2 m away from me. At work, unfortunately, I get tired. I noticed that I can see better (sharper and clearer) in good incandescent light. I am still sensitive to the sun (although probably less so than some time ago). The lights of cars still glaring at me. Patient has 6-month follow-up scheduled. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).